Event description:
The reporter indicated that his vns therapy programming handheld computer screen was freezing following interrogations of a patient's pulse generator. Troubleshooting did resolve the issue, and the reporter kept the handheld for use.